Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker was bulging out. The patient advocate verified that the pacemaker was still under the patient¿s skin and there was no recent trauma. The company representative then advised the patient to contact the physician for evaluation. There were no additional adverse patient effects reported. The pacemaker remains in service.